Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a lead fracture was observed during a routine generator revision surgery to address end of service. High lead impedance readings were obtained when attempting to connect the new generator which resulted in the lead being replaced. Once the lead was replaced, the high lead impedance readings resolved. The physician referred the pt to surgery due to an increase in seizures which he attributed to the generator being at end of service. Good faith attempts to obtain additional info from the pt's treating physician as well as the explanted product returned for product analysis have been unsuccessful to date.